Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a loss of capture and oversensing. A chest x-ray revealed that the lead had dislodged. On (B)(6) 2015 the lead was successfully repositioned. The patient was in stable condition post surgery.